Event description:
Report received from the USA stating that the device had a "broken clip". The reporter stated that the clip was a plastic activator clip that was below the foot pedal. The device was being used in a neurosurgery. There was a delay in surgery, but the exact delay time was unknown. There was no spare device available for use and no info was provided as to how the surgery was completed. No pt or user injuries were reported and medical intervention was not required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).